Manufacturer narrative:
This reported incident is not reportable because malfunction was regarding cosmetic damage. After further review, an initial emdr for this complaint was incorrectly submitted. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that during servicing, the cardiosave intra-aortic balloon pump's (iabp) damaged springs to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.